Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 25, 2020 that a lighttrail single use 270um laser fiber was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the scope was noted to be broken after laser use. The scope was tested and a leak was identified on the working channel. The procedure was completed with the original device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.